Event description:
It was reported that the right ventricular lead could not be fully inserted into the header of the pulse generator. The physician attempted to reinsert the lead using water to lubricate the lead which was not successful. A new device was used and the lead was implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.